Event description:
The hospital reported that during an endoscopic vein harvesting procedure, "a little washer" that looks like an o-ring at the end of the btt on the vasoview hemopro 2 endoscopic vessel harvesting system came out. The reported device was used to complete the procedure. There were no pt effects. The product is returning. The device was received on (B)(6) 2010 and it was found that a small section, about 1 mm in width, of the distal end of the balloon silicon had detached.

Manufacturer narrative:
Investigation: a visual inspection revealed that a thin rim of silicon had detached from the distal end of the balloon port and was received separately. The device was very bloody. Based upon the visual observations, the reported complaint for "component detached" was confirmed. (B)(4).